Manufacturer narrative:
Customer requested third party service provider to repair the device.

Event description:
It was reported the device failed self-test. There was no patient involvement. The device was not evaluated by the philips field service engineer since it is a loaner unit. Since the customer requested third party service provider to repair the device, no additional information is available. The device remains at the customer site and no further evaluation is warranted at this time.